Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and checked the wires, image intensifier, and the camera. No further info is available.